Event description:
The user's hearing with the device is affected.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition a damage to the active electrode which is consistent with minute device mobility was determined to have also led to device failure over time due to fatigue wire breakages. Furthermore, it is reported that a CT-scan showed a tip fold-over of the electrode inside the cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing with the device is affected. The user was reimplanted.